Event description:
It was reported that patient underwent rotator cuff repair procedure on (B)(6) 2012. During the procedure, the surgeon attempted to use a juggerknot fixation device, but the tip of the inserter broke off and was retained by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant." The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Fracture artifacts are consistent with an impact break where the inserter was not aligned with the drilled hole during use.